Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited loss of capture. The lead was successfully explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.